Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the caller was unable to establish telemetry with the device. It was further reported the caller tried to interrogate the device with two different programmers without success. The device had not been checked in at least a year and there was no information regarding the battery status from the last follow-up. Technical services recommended a device change out as soon as possible as the device battery is likely depleted. The device was explanted and replaced. No patient complications were reported as a result of this event.